Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient only had one ins currently implanted, this was their third and it wasn¿t working. The hcp didn¿t have any imaging of the patient¿s currently implanted components. The hcp didn¿t know if the patient was going to have the system explanted but speculated that if they were seeing a neurosurgeon they will likely have some type of surgery. No further complications were reported.